Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump did not deliver boluses when requested and delivered unintended boluses when not requested. Although requested, the customer declined troubleshooting and declined to upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.